Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness and sinus infections. Additionally, the patient alleges the device will not turn on/device not functioning. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness and sinus infections. Additionally, the patient alleges the device will not turn on/device not functioning. The patient also alleges heart issues. Medical intervention was not specified. Due to clinical expert decision, this report will now be filed as an adverse event. Corrections have been made as follows: section b. Adverse event/product problem changed to "both", outcomes attributed to ae changed to "other", and section h. Type of reported complaint changed to "serious injury." Coding has been updated accordingly. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness and sinus infections. Additionally, the patient alleges the device will not turn on/device not functioning. The patient also alleges heart issues. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.